Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgical delay counting the manual time: around 15 min. Everything that was sent through lifeimage said right hip and even so on the patient info screen and mrn. It wasn¿t found until we went to register and "that" the acetabulum model didn¿t show up when finding our landmarks. I went to the CT load page and saw that the magenta line was on the non-operative side of the patient. Switched to a manual case after finding out that. Tha. I will attach all pictures I took to potentially help resolve any future issues that might ensue. Please let me know if there is anything else I can do to help make this never happen again.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding segmentation issue involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 155 found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn 209999 reports similar complaints for tha software - segmentation issue. The complaint record numbers are: (B)(4). Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. H3 other text : evaluation could not be performed because the logs/session files were not provided.

Event description:
Pictures attached: surgical delay counting the manual time around 15 min everything that was sent through lifeimage said right hip and even so on the patient info screen and mrn. It wasn¿t found until we went to register and that the acetabulum model didn¿t show up when finding our landmarks. I went to the CT load page and saw that the magenta line was on the non-operative side of the patient. Switched to a manual case after finding out that tha I will attach all pictures I took to potentially help resolve any future issues that might ensue. Please let me know if there is anything else I can do to help make this never happen again.